Event description:
Truclear blade did not work when placed into the hand piece. Pulled it out and re-inserted the blade, still did not work. Opened new blade and placed in hand piece. Did finally work.